Manufacturer narrative:
Corrected data for this report is as follows (from section d6): product code should be: 85-8246. Lot number should be: 55025. The original report was incorrectly filled out.

Manufacturer narrative:
Device was dimensionally and visually inspected and found to conform to specifications. No defects in material or workmanship were noted and no conclusions as to the cause of the event could be attributed to the device at this time. Note: information provided in section f was provided by co, not the user facility.

Event description:
Co was notified by orthopaedic surgeon of removal of bipolar shell and bipolar liner, subject of 1219655-1996-00002, due to dislocation of the shell and liner from the inner femoral head.